Event description:
Additional information received reports that the patient underwent surgical intervention on 15dec2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is unable to communicate with its external devices. Troubleshooting was unable to resolve this issue. No further intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction h6: coding has been updated.